Event description:
Device report from depuy synthes reports an event in canada as follows: this is report 1 of 2 for (B)(4). It was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery using tna for tibiofibula shaft fracture with the locking screw and the end cap in question. In the surgery, the event took place in sequence as follows: 1. The 42 mm locking screw was inserted into the proximal dynamic hole after the distal screw was fixed first. 2. Compression between bone fragments was performed using a compression device while checking the fracture site with an image intensifier. 3. After confirming that the interosseous space was pulled back, the proximal screw was checked, and the screw was found to be bent in a v-shape. 4. After the screw was inserted into the static hole, the bent screw of the dynamic hole was removed. 5. One additional screw was inserted as oblique. An attempt was made to insert an end cap of 10 mm, but the end cap was not left in place because the end cap idled and could not be inserted probably due to excessive tightening of the compression device. The surgery was completed successfully within 30 minutes delay. There were no adverse patient consequences reported. No further information is available. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the lockscr f/medullary nail ø5 l42 xl2 was found in the evidence provided the screw bent. No other defect was detected in the image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the lockscr f/medullary nail ø5 l42 xl25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.